Manufacturer narrative:
Block b3: exact date unknown, approximate date based on last communication with the patient.

Event description:
It was reported by the patients advocate that a patient implanted with a spinal cord stimulation (scs) system passed away due to an unknown reason. It was stated that the implant caused damage to the patients muscles.